Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased sensing approximately 3 months post implant. Subsequently, a revision procedure was performed to reposition the lead. No additional adverse patient effects were reported. At this time, the lead remains implanted and in service.